Event description:
It was reported that the faradrive sheath was selected for use in an unspecified procedure. Upon removal of the entire system from the patient, air bleed was confirmed at the tip of the sheath when the farawave catheter was withdrawn. The procedure was completed using the same device, and no patient complications were reported. The device was discarded at the facility and is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.